Manufacturer narrative:
At this time the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the rv lead was explanted due to sensing and threshold issues. A new lead of the same model was implanted without any adverse patient effects.